Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon receipt there was corrosion on the j702 connector on the distribution node (dn) and the dn pca. The cause for the code 204 was the corroded dn pca and j702 connector. The root cause for the corrosion is likely ingress of an unk liquid. No adverse event resulted from the damaged electrode belt. The pt receive a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was received a service code 204. The pt was issued a replacement electrode belt.